Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. Additional information was provided that the patient underwent explant surgery on (B)(6) 2015 where the surgeon noted he ¿took down a significant number of adhesions of small bowel to the undersurface of the sac and the edge of the defect. The bowel had actually attached firmly with dense adhesions to the mesh and despite tedious dissection, there were two areas of small bowel, one of which had a small enterotomy and another had significant denuded serosa and felt that resection was warranted in order to maintain function. It was necessary to resection approximately 1 foot of small bowel.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/22/2019.